Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?

Event description:
It was reported that post op to a sleeve gastrectomy there was an anastomotic leak. No patient consequence reported. No other information is available at this time.